Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted for elevated lactate dehydrogenase levels. The patient did not have hematuria and no pump power spikes were observed. A ramp study was found to be inconclusive. The patient received bivalirudin and a pump exchange was being considered. The next day, the patient had a stroke. The patient developed hemiparesis on the left side which reportedly resolved. It was reported that the patient was ambulating and doing well. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke and elevated lactate dehydrogenase levels could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase(ldh) level was no longer elevated as of (B)(6) 2016 and was stable in the 300's range. It was reported that there was no longer a need for a repeat ramp study as the issue had resolved. The patient was placed back on aspirin, dipyridamole, and warfarin. It was reported that the patient's ldh would continue to be monitored and checked every 3-4 weeks along with clinical assessements every 2-3 months.